Event description:
It was reported that the patient with this implantable pacemaker felt like device was jumping out of the chest. Technical services (ts) referred the patient to the physician. This device was explanted and successfully replaced due to it exhibited an advisory. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker experienced a sensation as if the device was jumping out of the chest. Technical services (ts) referred the patient to their physician. At the time, the device remained in service and no adverse patient effects were reported. Subsequent information indicated that the device was explanted due to its inclusion in an advisory. A new device was successfully implanted. No additional adverse effects were reported.